Manufacturer narrative:
Bayer case number: (B)(4) heavy menstrual periods and 25-day cycles [prolonged heavy periods], extreme chronic fatigue [chronic fatigue] , persistent muscle pain [muscle pain] , chronic back joint pain [joint pain] , chronic joint pain (hips, neck & shoulder0 [pain joint] , constant anxiety [anxiety] , panic attack [panic attack] , recurring angina [angina pectoris recurrent] , bleeding between regular periods [bleeding intermenstrual] , coldness [coldness] , brain fog [brain fog] , swollen tender breast [breast swelling], tender breast [tenderness breast] , disturbed vision [visual disturbance] , hair loss [hair loss] , suspected intolerance to essure devices [device intolerance], depressive disorder [depressive disorder] , paratubal cyst [paratubal cyst] , asthenia [asthenia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-may-2025. The most recent information was received on 31-may-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual periods and 25-day cycles") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, parity 2 and allergy. Previously administered products included: oral contraceptive nos for drug intolarance and mirena for metrorrhagia. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("extreme chronic fatigue"), myalgia ("persistent muscle pain"), joint pain ("chronic back joint pain"), pain joint ("chronic joint pain (hips, neck & shoulder0"), anxiety ("constant anxiety"), panic attack ("panic attack"), angina pectoris ("recurring angina"), intermenstrual bleeding ("bleeding between regular periods"), feeling cold ("coldness"), brain fog ("brain fog"), breast swelling ("swollen tender breast"), breast tenderness ("tender breast"), visual impairment ("disturbed vision"), alopecia ("hair loss"), device intolerance ("suspected intolerance to essure devices"), depression (" depressive disorder"), adnexa uteri cyst ("paratubal cyst") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, myalgia, joint pain, pain joint, anxiety, panic attack, angina pectoris, intermenstrual bleeding, feeling cold, brain fog, breast swelling, breast tenderness, visual impairment, alopecia, device intolerance, depression, heavy menstrual bleeding, adnexa uteri cyst or asthenia. The reporter commented: period of occurrence 1 year after insertion until removal of implant. I did not ask my general physician or any other doctor I consulted for my medical file because the symptoms. I was suffering from were generally considered to be due to perimenopause, lack of magnesium, or low morale, and this discouraged me from continuing to have consultations and encouraged me to try living with the symptoms. Lack of media coverage about the problem with essure prevented me from having it removed sooner. For the last two to three years, I thought I would end up depressed and handicapped given my symptoms. I would like to see acknowledgement of the situation (and compensation) by the pharmaceutical company and the authorities. Extract from the surgical report: neuroleptanalgesia. Prepping, sterile drape put in place. Visual examination of the cervix with speculum. Easy insertion of hysteroscope. The uterine cavity is normal; the two ostia are clearly visible. The two essure devices are easily inserted into the both fallopian tubes. End of surgical procedure. Extract from the consultation report on (B)(6) 2021: patient was seen by me for a consultation and was treated for removal of essure devices with bilateral laparoscopic salpingectomy. The postoperative recovery period was marked by the need to surgically revise the umbilical wound under local anesthesia due to active bleeding. At present, everything is back to normal, with no pain. The wounds are closed, good physical recovery. In physical terms, she observes that the lower back pain which she continuously experienced for years has completely disappeared and hopes that this pain will never return. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: laparoscopy for removal of essure devices and bilateral salpingectomy possible intolerance with muscle and joint pain; asthenia; anxiety and depressive disorders general anesthesia, prepping; sterile drape put in place. Drainage catheter. Intrauterine cannulator put in place. Periumbilical incision made, opening in the aponeurosis and peritoneum under direct visualization. Placement of an open laparoscopic trocar and two trocars through counter-incision no. 5 in the suprapubic and iliac fossa locations. An exploration of the abdominal and pelvic cavities showed the uterus to be spherical as a whole; both fallopian tubes and both ovaries are perfectly normal as well as the intra-abdominal cavity. Coagulation in the uterine horns and easy removal of the essure devices located in the intra-uterine section. Bilateral salpingectomy by electrocoagulation; gradual sectioning with bipolar forceps and scissors. Both fallopian tubes are removed in an endobag histological analysis. Hemostasis checked. Exsufflation performed. Closure of the aponeurosis in the umbilical region with a vicryl purse-string suture and closure of the skin with monosyn 3-0 subcutaneous sutures. [Surgical] adhesive applied. Conclusion: intolerance to essure devices: bilateral laparoscopic salpingectomy and removal of both essure devices; on (B)(6) 2021: 1. Fallopian tube 1 collected sample measuring 4.5 cm with essure: paratubal cyst 7 mm in size. 2. Fallopian tube 2 collected sample measuring 6.5 cm with essure histological features: the multilevel samples collected from the fallopian tube walls and the fimbriae show fringes with a perceptibly normal surface and a regular epithelial covering. The chorion is slightly fibrous and congestive. No notable or suspicious inflammatory infiltrate. Conclusion: bilateral salpingectomy: fallopian tubes noticeably congestive, and subnormal in size [ultrasound scan] (date unknown): there is no adenomyosis and no uterine or adnexal malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2025: quality safety evaluation of ptc. 28-may-2025: health authority reference number (B)(4) cancelled. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Heavy menstrual periods and 25-day cycles [prolonged heavy periods], extreme chronic fatigue [chronic fatigue], persistent muscle pain [muscle pain], chronic back joint pain [joint pain], chronic joint pain (hips, neck & shoulder0 [pain joint], constant anxiety [anxiety], panic attack [panic attack], recurring angina [angina pectoris recurrent], bleeding between regular periods [bleeding intermenstrual], coldness [coldness], brain fog [brain fog], swollen tender breast [breast swelling], tender breast [tenderness breast], disturbed vision [visual disturbance], hair loss [hair loss], suspected intolerance to essure devices [device intolerance], depressive disorder [depressive disorder], paratubal cyst [paratubal cyst], asthenia [asthenia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-may-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual periods and 25-day cycles") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, parity 2 and allergy. Previously administered products included: oral contraceptive nos for drug intolarance and mirena for metrorrhagia. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("extreme chronic fatigue"), myalgia ("persistent muscle pain"), joint pain ("chronic back joint pain"), pain joint ("chronic joint pain (hips, neck & shoulder0"), anxiety ("constant anxiety"), panic attack ("panic attack"), angina pectoris ("recurring angina"), intermenstrual bleeding ("bleeding between regular periods"), feeling cold ("coldness"), brain fog ("brain fog"), breast swelling ("swollen tender breast"), breast tenderness ("tender breast"), visual impairment ("disturbed vision"), alopecia ("hair loss"), device intolerance ("suspected intolerance to essure devices"), depression (" depressive disorder"), adnexa uteri cyst ("paratubal cyst") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, myalgia, joint pain, pain joint, anxiety, panic attack, angina pectoris, intermenstrual bleeding, feeling cold, brain fog, breast swelling, breast tenderness, visual impairment, alopecia, device intolerance, depression, heavy menstrual bleeding, adnexa uteri cyst or asthenia. The reporter commented: period of occurrence 1 year after insertion until removal of implant. I did not ask my general physician or any other doctor I consulted for my medical file because the symptoms. I was suffering from were generally considered to be due to perimenopause, lack of magnesium, or low morale, and this discouraged me from continuing to have consultations and encouraged me to try living with the symptoms. Lack of media coverage about the problem with essure prevented me from having it removed sooner. For the last two to three years I thought I would end up depressed and handicapped given my symptoms. I would like to see acknowledgement of the situation (and compensation) by the pharmaceutical company and the authorities. Extract from the surgical report: neuroleptanalgesia. Prepping, sterile drape put in place. Visual examination of the cervix with speculum. Easy insertion of hysteroscope. The uterine cavity is normal; the two ostia are clearly visible. The two essure devices are easily inserted into the both fallopian tubes. End of surgical procedure extract from the consultation report on (B)(6) 2021: patient was seen by me for a consultation and was treated for removal of essure devices with bilateral laparoscopic salpingectomy. The postoperative recovery period was marked by the need to surgically revise the umbilical wound under local anesthesia due to active bleeding. At present, everything is back to normal, with no pain. The wounds are closed, good physical recovery. In physical terms, she observes that the lower back pain which she continuously experienced for years has completely disappeared and hopes that this pain will never return. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: laparoscopy for removal of essure devices and bilateral salpingectomy possible intolerance with muscle and joint pain; asthenia; anxiety and depressive disorders general anesthesia, prepping; sterile drape put in place. Drainage catheter. Intrauterine cannulator put in place. Periumbilical incision made; opening in the aponeurosis and peritoneum under direct visualization. Placement of an open laparoscopic trocar and two trocars through counter-incision no. 5 in the suprapubic and iliac fossa locations. An exploration of the abdominal and pelvic cavities showed the uterus to be spherical as a whole; both fallopian tubes and both ovaries are perfectly normal as well as the intra-abdominal cavity. Coagulation in the uterine horns and easy removal of the essure devices located in the intra-uterine section. Bilateral salpingectomy by electrocoagulation; gradual sectioning with bipolar forceps and scissors. Both fallopian tubes are removed in an endobag histological analysis hemostasis checked. Exsufflation performed. Closure of the aponeurosis in the umbilical region with a vicryl purse-string suture and closure of the skin with monosyn 3-0 subcutaneous sutures. [Surgical] adhesive applied. Conclusion intolerance to essure devices: bilateral laparoscopic salpingectomy and removal of both essure devices; on 29-jan-2021: 1. Fallopian tube 1 collected sample measuring 4.5 cm with essure: paratubal cyst 7 mm in size. 2. Fallopian tube 2 collected sample measuring 6.5 cm with essure histological features: the multilevel samples collected from the fallopian tube walls and the fimbriae show fringes with a perceptibly normal surface and a regular epithelial covering. The chorion is slightly fibrous and congestive. No notable or suspicious inflammatory infiltrate. Conclusion: bilateral salpingectomy: fallopian tubes noticeably congestive, and subnormal in size [ultrasound scan] (date unknown): there is no adenomyosis and no uterine or adnexal malignancy case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.